Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has been having more bladder infections for the last couple of months. The patient has not felt stimulation for the last couple of months, but has not adjusted the therapy in a while. The setting was at 10.4 v on program 2 and patient was not feeling stim. The patient had tried to increase the stim as high as it would go on program 2 but was not feeling stim. The patient tried program 3 up to 7.5 v and was not feeling stim. On program 4 the patient felt stim at 2 v on the right side of her buttock. Patient services assisted the patient in checking the device over the phone. The programmer showed the stim was on and increased the setting on program 4 to a comfortable level and felt stimulation in the correct bike seat area. The patient planned to stay on program 4 and monitor her symptoms and would contact her doctor to have the ins and leads checked. There were no traumas reported. No further complications were reported or are anticipated.